Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump started making a buzzing noise and it got really hot so customer switched to loaner insulin pump, and next day they tried to use insulin pump again and noticed that it starting running through batteries before it completely stopped working. Customer's blood glucose value unknown. Troubleshooting was performed. The customer stated that the whole insulin pump was warm to the touch. Customer was not calling back after previous troubleshooting for insulin pump hot or warm or overheated. Unable to complete troubleshooting due to blank display. The device will not be returned for analysis.